Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient was no longer able to pump their inflatable penile prosthesis device. A replacement surgery was performed, during which the pump was explanted and replaced. There were no patient complications.